Event description:
It was reported that, "at the completion of a single-chamber aicd case, a small radio dense object was noted to migrate across the cardiac silhouette and become stationary out into the left mid lung field of the pt. The catheters used in the case were inspected, and the tip of the worley catheter was noted to be missing."

Manufacturer narrative:
The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force. Visual appearance of the complaint sample is consistent with the visual characteristics of the retain sample after destructive tensile pull testing. Thomas medical products, inc. Is attempting to obtain add'l info.